Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned cover was component failure. The most likely cause of the foreign material in the scope was unable to be determined. The foreign material in the scope can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had a burn on the distal end cover and white foreign material in the air/water channel and cylinder. There was no patient involvement.